Event description:
(B)(4) clinical study. It was reported that subsequent to a stenting treatment procedure, the patient experienced angina and target vessel revascularization occurred. An unknown size of taxus liberte was implanted in an unknown lesion. In (B)(6) 2012, the subject presented with stable angina symptom during the 3-year follow up. In (B)(6) 2012, target vessel revascularization was performed and the patient was discharged 3 days later. The event was reported to be resolved.

Manufacturer narrative:
Device is a combination product. Devic evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).